Manufacturer narrative:
As reported, when removing the guiding catheter at the end of the procedure, a light-colored thread was observed hanging out of the tip of the catheter. There were no negative consequences for the patient. The device was prepped per the instructions for use (IFU) and there was no difficulty experienced during prepping the device. The procedure being performed was percutaneous transluminal coronary angioplasty (ptca) of an unknown target lesion via the femoral artery. It is unknown if the contralateral approach was used. The lesion and vessel characteristics were unknown but it was not a chronic total occlusion. The procedure was successfully completed. There was no difficulty removing the device and no excessive force was used during removal. The customer is asking if this could be some material from our guiding catheter or maybe a competitor device used during the procedure. The thread will be returned together with the catheter. The brand and size of guide wire and other devices used in the procedure are unknown. One non sterile unit of vista brite tip 6f .070 was received coiled in plastic bag along with a segment of 84.0cm length of a crystalline material with dried blood residues. Also, kinked conditions were found on the catheter body at 20.0cm and 53.2cm from the catheter distal end. No other issues were found. The received material was inspected under a microscope and marks of the guiding catheter body braid wire were observed. This confirms that the material received is ptfe delaminated from the catheter inner lumen. Also, the catheter inner lumen was inspected using a borescope and the catheter inner lumen ptfe delamination was confirmed. The catheter was cut transversely to inspect its interior under a microscope and scratches and marks of an unknown device were found where the ptfe delaminating begins and along the delaminated section. The ptfe non delaminated liner was inspected in order to confirm the correct adherence of the ptfe to the body & braid wire and there was evidence of fusion marks on the ptfe which confirms that ptfe was properly fused and adhered to the catheter wall. Sem analysis results showed that the ptfe on the internal surface of the catheter presented evidence of scratches and peeled off ptfe material. The ptfe was analyzed and presented with evidence of braid wire marks as they were expected to be. According to the observed conditions, it is noticeable that the ptfe was fused internally to the body at a certain time; however, owing to the interaction with an unknown object it delaminated from the catheter. No other anomalies were found during this analysis. The catheter body od and ID were measured near to kinked conditions and results were found within specification. Review of lot 17279658 revealed no anomalies during the manufacturing and inspection processes. The event reported by the customer ¿catheter (body/shaft) - foreign material (peripheral)¿ was confirmed by the presence of condition of a crystalline material when the product was received. During the analysis, it was confirmed that the received material is ptfe that was delaminated from the catheter inner lumen. The event reported by the customer ¿coating - delaminated - (cardiovascular)¿ was confirmed by the condition in which the product was received. The cause of the ptfe delaminated condition found at the catheter inner lumen could not be conclusively determined during the analysis. However, scratches / marks of an unknown device were found where the ptfe delaminating begins. Per the results of the microscopic and sem analysis, there was evidence of fusion marks on the ptfe which confirms that the ptfe was properly fused and adhered to the catheter wall. Thus, this event is not considered as manufacturing related. Procedural factors (scratches from an unknown device) may have contributed to the damage found. Additionally, the catheters are fully inspected throughout the manufacturing process to detect the reported conditions. Neither the product analysis nor the device history record review suggests the reported complaint to be manufacturing related. Therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
When removing the guiding catheter at the end of the procedure a light-colored thread was observed hanging out of the tip of the catheter. The customer is asking if this could be some material from our guiding catheter or maybe a competitor device used during the procedure. The thread will be returned together with the catheter. There were no negative consequences for the patient. Access was via the femoral artery. The brand and size of guide wire and other devices used in the procedure are unknown. It is unknown if the contralateral approach was used. The vessel characteristics accessing target site were also unknown. The device was prepped per IFU and there was no difficulty experienced during prepping the device. The procedure being performed was percutaneous transluminal coronary angioplasty (ptca) of an unknown target lesion. The lesion and vessel characteristics were unknown but it was not a chronic total occlusion. The procedure was successfully completed. There was no difficulty removing the device and no excessive force was used during removal.